Event description:
It was reported that the customer's insulin pump had a blank display. Customer's blood glucose level at the time was 137 mg/dl. The customer stated that he noticed that his pump had gone dead that morning. The battery icon was low and he had just replaced his battery two to three days prior. He had already put two or three new batteries in the insulin pump and the pump was still dead. The customer also experienced an a21 alarm after trying to program a temp basal and was unsuccessful. Explained to the customer that his pump experienced an unexpected restart. He is using a aaa alkaline battery but is unsure of the type. The customer was advised to monitor the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.